Event description:
Event desc: during gastro intestional procedure (polyp removal), the physician activated pedal of cautery with no response. Connections visualized and cautery misfired. Colon resection was then necessary.